Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's mother reported her son's blood glucose, carbohydrate intake and insulin history is as follows: at 11:16 the pod was deactivated and discarded. She took him to the emergency room where he was diagnosed with hyperglycemia. His ph level is normal and ketones were moderate. They placed him on an intravenous therapy of fluids and 5.0 units of insulin.